Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose level of 427 mg/dl. Customer was treated with insulin pump and insulin syringe. Customer did high pressure test and it was failed. Customer did self test and insulin pump passed. Customer did displacement verification test and it was passed. It was unknown whether customer was using auto mode or not. The insulin pump will be returned for analysis.